Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been one other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Conclusion: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Should additional information become available it will be reported in a supplemental report.

Event description:
It was reported the patient's right hip was revised due to disassociation of the head from the trunnion. Intra-operatively, corrosion and excessive black tissue were noted. The patient's stem, head and liner were revised.